Manufacturer narrative:
The device is unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision occurred for a precice nail that broke post-operatively.